Manufacturer narrative:
Correction: the previous or initial MDR submitted on february 8, 2024 was filed inadvertently. No steroids was administered. This report is submitted on may 29, 2024.

Manufacturer narrative:
This report is submitted on february 8, 2024.

Event description:
Per the clinic, the patient experienced pain at the implant site during an MRI and subsequently was treated with antibiotics and steroids (date, type and duration not reported). Additional information has been requested but has not been made available as of the date of this report.